Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/procedure, the wire had been advanced through the struts of a previously placed stent. The tip of the wire separated, and remains in the pt. No attempt was made to snare the wire tip. Pt status is listed as "ok."